Manufacturer narrative:
The device was returned to the manufacturer however, at this time, it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided. (B)(4).

Event description:
The balloon would not deflate and it could not be removed, it was surgically extracted where black flecks were observed on the inside.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 20.3cm from the iab tip measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).

Event description:
The balloon would not deflate and it could not be removed, it was surgically extracted where black flecks were observed on the inside.